Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the external equipment does not communicate with the ins b/c the ins battery has been dead for over 1 year. Tss asked caller why pt stopped using the scs, caller states pt said the scs stopped working and was told the "battery expired". Event date provided by caller: "several years ago."